Manufacturer narrative:
This is a combined initial/final MDR report, as the radiometer investigation is completed. The radiometer investigation has shown that root cause is linked to the device, but it has not been able to trace more specifically. Hence, root cause remains unknown.

Event description:
Radiometer reference number: (B)(4). According to the complaint the customer noticed that the urea has not been showing on the patient print outs since on (B)(6) 2025 on the resus machine (abl90 flex plus analyzer, serial no: (B)(6). After looking at the activity log it seems like the last patient results with urea was run at 21:15 on (B)(6) 2025, after which the analyzer seems to have either crashed or been restarted. It looks like the urea was not shown on the print outs after this. It is still showing in the parameter bar on both the analyzer and aqure and no errors can be seen. The analyzer repression setting also seems to be normal. All patient report layouts also include the urea. The radiometer investigation has shown that urea is completely missing from the patient results (and qc results), therefore it is not shown, printed nor transmitted.